Manufacturer narrative:
The pump passed the basic occlusion test and displacement test. The device was unable to prime during prime test due to faulty force sensor resistor. The excessive no delivery test and occlusion test, were unable to be performed due to prime anomaly. The drive support was inspected and no anomaly was noted. The pump was received with minor scratches on lcd window. The pump was received with cracked case at this display window corners, reservoir tube and battery tube threads.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 592mg/dl. Troubleshoot was conducted. The drive support cap was noted to be flushed, and there is also a crack on the reservoir side. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.